Event description:
On (B)(6) 2011, patient reported the down button on the infusion device does not function. This was first noticed on (B)(6) 2011 when patient tried to change the basal rate. Patient boluses 4 times per day and has used this infusion device for 3 years. Down button pops up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.